Manufacturer narrative:
Initial reporter phone: (B)(6). Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this jetstream xc atherectomy catheter was returned with a non-compatible filter wire in the device. The device and catheter shaft were analyzed for damage. Visual examination showed that the electrical connection and the baton were both severed from the device from the customer site. Microscopic examination showed a buckling/kinked area located 6cm and 7.5cm from the tip. There was a non-compatible guidewire in the device. The wire was attempted to be removed; however, the wire could not be removed. The wire was sticking out of the distal end approximately 45cm and from the proximal end of the pod 114cm. The device could not be functionally tested due to the damage when returned for analysis. Inspection of the remainder of the device revealed no damage or irregularities. The complaint was confirmed for guidewire sticking due to the non-compatible guidewire used.

Event description:
It was reported that this device became entrapped on the guidewire. This 2.4mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure. During the procedure, after the first pass, the physician wanted to retract the catheter; however, it became stuck on the guidewire. The procedure was completed with another wire and jetstream catheter. There were no patient complications.

Event description:
It was reported that this device became entrapped on the guidewire. This 2.4mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure. During the procedure, after the first pass, the physician wanted to retract the catheter; however, it became stuck on the guidewire. The procedure was completed with another wire and jetstream catheter. There were no patient complications.

Manufacturer narrative:
Initial reporter phone: (B)(6).